Event description:
Boston scientific received information that this recently implanted right ventricular (rv) lead exhibited loss of capture. It appeared that the lead was oversensing the patient's chronic atrial fibrillation (af) and was suspected to have dislodged into the atrium. An x-ray was performed, however the results were not yet available. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.